Manufacturer narrative:
It was reported that the flow went down to zero during treatment. A getinge service technician investigated the unit on 2021-05-28 and 2021-06-09 and could confirm that the arterial bubble alarm was triggered without the sensor connected. The sensor panel and flow/bubble sensor was replaced to restore function. The technician performed safety, calibration, and functionality checks to factory specifications. The affected sensor panel and flow/bubble sensor was investigated by getinge life cycle engineering on (B)(6) 2022. No malfunction or abnormality of the flow/bubble sensor could be determined. The sensor panel was tested and fluctuating pressure values were noted. Upon visual inspection deposit at the connection cable for disposables connector was detected. As determined in the log files the venous pressure pven intervention was active at the 'date-of-event'. Due to a contact resistance at the connector of the disposable connection cable the pven fell below the set alarm limit (several times) and the motor stopped briefly. Within a second the pressure value went back to normal and the pump was running up again. The contact resistance at pven was most likely caused by deposits inside the connector. Based on the investigation results the reported failure "flow went down to zero" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
Service and investigation of affected parts of the cardiohelp is requested but still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer reported that the flow went down to zero during patient treatment. Complaint ID: (B)(4).